Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall occurred on (B)(6) 2019. The patient reportedly underwent magnetic resonance imaging (MRI) one week ago (relative to the date of report) and the pump stalled and recovered as expected. Logs were read, and the pump was in a current stall at the time of report. Surgery to replace the pump was in the works, and the surgeons office was called for replacement. The issue was not resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the device would be replaced on (B)(6) 2019 and be sent to pathology post removal. No further complications have been reported.